Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml; 14.376 mg/day, bupivacaine 5 mg/ml; 3.5 mg/day and baclofen 800 mcg/ml; 575 mcg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2018. It was reported that intraoperatively the hcp was unable to properly aspirate the catheter via the catheter access port (cap). The hcp planned to program a back table time. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient did not experience symptoms. The pump was replaced due to end of service (eos). There were no issues with the pump other than it being eos. The cause of the inability to aspirate the catheter was not determined. The patient¿s weight was asked but unknown. The event was resolved. A back-table prime was done and proceeded with replacement. The device will not be returned.